Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a 40-year-old female patient who had essure (ess205) (batch no. 12276301) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included blood in stool on (B)(6)2005, ovarian cyst, asthma, nickel sensitivity, chest pain, anxiety disorder, smoker, depression, nausea, photophobia, dysmenorrhea, menorrhagia, painful periods, delivery, spontaneous abortion, drug allergy, human papilloma virus infection and hsv infection. Concomitant products included bupropion hydrochloride (wellbutrin), diazepam (valium), hydrocodone bitartrate;paracetamol (vicodin), ibuprofen (motrin), medroxyprogesterone acetate (depo provera) and salbutamol (albuterol hfa). In (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (novasure endometrial ablation and one or more surgeries to remove one or more of the essure coils). Essure (ess205) was removed on (B)(6)2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure (ess205). The reporter commented: right tube - five coils visible outside ostium left tube - 4 rings outside the ostia. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2005: no contrast seen extending past the catheters into either fallopian tube. Quality-safety evaluation of ptc: unable to confirm complaint amendment: the report was amended on (B)(6)2019 for the following reason: evaluation codes were added and incident category was updated for genital hemorrhage. No new follow-up information was received from the reporter. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('heavy abnormal bleeding') in a 40-year-old female patient who had essure (ess205) (batch no. 12276301) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included blood in stool in 2005, ovarian cyst, asthma, nickel sensitivity, chest pain, anxiety disorder, smoker, depression, nausea, photophobia, dysmenorrhea, menorrhagia, pain menstrual, parity 2, spontaneous abortion, drug allergy, human papilloma virus infection and hsv infection. Concomitant products included bupropion hydrochloride (wellbutrin), diazepam (valium), hydrocodone bitartrate;paracetamol (vicodin), ibuprofen (motrin), medroxyprogesterone acetate (depo provera), paracetamol (tylenol), salbutamol (albuterol hfa) and valproate semisodium (depakote). On (B)(6) 2005, the patient had essure (ess205) inserted. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 4 years 4 months after insertion of essure (ess205). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping") and dysmenorrhoea ("abdominal\pelvic pain during menses"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and novasure endometrial ablation). Essure (ess205) was removed on 15(B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain and dysmenorrhoea had resolved and the genital haemorrhage, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure (ess205). The reporter commented: right tube - five coils visible outside ostium. Left tube - 4 rings outside the ostia. Plaintiffs received treatment for pelvic pain, abdominal pain. Discrepancy noted in insertion date: in previous follow up it was reported as (B)(6) 2005. Discrepancy noted in removal date: in previous follow up reported as (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2005: no contrast seen extending past the catheters into either fallopian tube. Total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-nov-2019: plaintiff fact sheet received. New event added:abdominal\pelvic pain during menses. Event outcome of events- pelvic pain, abdominal pain were changed from "unknown" to "recovered./resolved". Patient demographic information updated. Product information details, essure start date, stop date and lab data updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (one or more surgeries to remove one or more of the essure coils). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-nov-2018: quality safety evaluation of product technical complaint. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a 40-year-old female patient who had essure (ess205) (batch no. 12276301) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included blood in stool on (B)(6) 2005, ovarian cyst, asthma, nickel sensitivity, chest pain, anxiety disorder, smoker, depression, nausea, photophobia, dysmenorrhea, menorrhagia, pain menstrual, parity 2, spontaneous abortion, drug allergy, human papilloma virus infection and hsv infection. Concomitant products included bupropion hydrochloride (wellbutrin), diazepam (valium), hydrocodone bitartrate;paracetamol (vicodin), ibuprofen (motrin), medroxyprogesterone acetate (depo provera) and salbutamol (albuterol hfa). In (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (novasure endometrial ablation and one or more surgeries to remove one or more of the essure coils). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure (ess205). The reporter commented: right tube - five coils visible outside ostium left tube - 4 rings outside the ostia. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2005: no contrast seen extending past the catheters into either fallopian tube. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-apr-2019: quality-safety evaluation of ptc (product technical complaints). Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a 40-year-old female patient who had essure (ess205) (batch no: 12276301) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included blood in stool on (B)(6) 2005, ovarian cyst, asthma, nickel sensitivity, chest pain, anxiety disorder, smoker, depression, nausea, photophobia, dysmenorrhea, menorrhagia, painful periods, delivery, spontaneous abortion, drug allergy, human papilloma virus infection and hsv infection. Concomitant products included bupropion hydrochloride (wellbutrin), diazepam (valium), hydrocodone bitartrate;paracetamol (vicodin), ibuprofen (motrin), medroxyprogesterone acetate (depo provera) and salbutamol (albuterol hfa). On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (novasure endometrial ablation and one or more surgeries to remove one or more of the essure coils). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure (ess205). The reporter commented: right tube - five coils visible outside ostium left tube - 4 rings outside the ostia. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2005: no contrast seen extending past the catheters into either fallopian tube. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended on 23-jan-2019 for the following reason: evaluation codes were added and incident category was updated for genital hemorrhage. No new follow-up information was received from the reporter. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (one or more surgeries to remove one or more of the essure coils). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure (ess205). Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.